Manufacturer narrative:
Reason for reoperation is: "pain and decrease in volume" and "hurts significantly." Device evaluation: visual analysis of the returned device identified a crease fold and an opening. A leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identified a striated edge opening in the anterior consistent with use of a surgical tool. The fill test inspection was performed, the result is no blockage.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side "pain and decrease in volume" and "hurts significantly." Device remains implanted.